Event description:
It was reported that during a generator change, failure to deliver shock was noted on the patient¿s right ventricular (rv) lead, and the patient was rescued externally using a lifepak. Fluoroscopy was performed, and externalization of the conductor was noted on the rv lead. Programming changes were made. The patient remained stable throughout the process.